Event description:
The physician reports performing uncomplicated cataract (phaco) surgery with implantation of the mi60g intraocular lens into the right eye. Postoperatively, fibrin was observed on the posterior and anterior optic. The pt was treated with steroids and a yag capsulotomy was performed on the anterior capsule (B)(6), 2010. Preoperative visual acuity was not provided. Postoperatively, the pt's visual acuity was 20/100. The pt's current visual acuity has reduced to 20/200. The lens remains implanted and the pt continues to be monitored.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).